Manufacturer narrative:
Product event summary: analysis confirmed the printing issue, the printer would skip pages when printing. It was also confirmed that the programmer was slow to save to a portable document format (pdf) file. Analysis found that there were thermal sensor issues in the event logs, the programmer was overheating. Additionally, the programmer had broken tabs on the power cord bay door, and the cases were scuffed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was having printing and saving malfunctions. It took forty minutes to save one type of device and after almost two hours it had not completed saving an implantable cardioverter defibrillator (ICD) file. The printer will run paper through with no issue, but when attempting to print reports the printer "spits and sputters". The programmer was rebooted three times with no improvement. The programmer has been returned for repair. The programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.